Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected failed battery test alarms noted, no the hardware rtc date and time disagrees with the software maintained date and time error, post-reset ram crc alarm, trace pointers are invalid or the main arm cannot communicate with the motor arm noted during testing. Software error alarms in the history file, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a couple different pump errors. The customer's blood glucose level was 3.8mmol/l at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.